Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through the wir form that 4 instruments fractured and 2 were missing one bearing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records & receiving inspection report was reviewed for deviations and / or anomalies with no deviations/anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off, all pieces returned. Medical records were not provided complaint confirmed. The summary of investigations for complaints associated with the tibial articular surface provisional (tasp) fracture. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. In addition to the visual and optical microscopy analysis, a review of the dhf and dfmea was performed. Ongoing complaint monitoring confirms that the rate of instrument fracture is within the expected risk profile as specified in the dfmea a definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event

Event description:
No further event information available at the time of this report.